Event description:
It was reported that the atrial lead impedance was high with variable threshold. A chest x-ray showed good lead placement with the pin fully inserted into the atrial port. The physician decided to revise the lead. The lead was pulled from the port and tested on the analyzer. All lead measurements were good through the analyzer. The lead was then re-inserted to the device and the set screw was tightened. Minimal resistance was applied to the lead and it came out easily. At that point a new device was requested and the first device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.